Manufacturer narrative:
Lens was explanted and exchanged and to the reporter's best knowledge, patient has done quite well. #(B)(4).

Manufacturer narrative:
B5: updated info: reportedly the pressure is up and the angle is shallow. The doctor believes that the lens may be upside down. High vault is reported. The doctor would like to exchange the lens. H6-health clinical code 4581 (shallow angle). Claim# (B)(4).

Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted 12.6mm tmicl12.6 implantable collamer lens, -12.0/+4.0/088 (sphere/cylinder/axis) into the patients right eye (od). The surgeon reports elevated iop. Reportedly, increased laser energy was applied and a 2nd mid peripheral pi was performed. Problem resolved. The elevated iop was related to a non patent super peripheral pi.